Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia versus trigeminy ectopic beats not registering on telemetry. It was also re ported that the right ventricular (rv) lead exhibited inconsistent ventricular capture on magnet electrogram (egm) due to possible ectopy. The rv lead remains in use. No further patient complications have been reported as a result of this event.